Event description:
It was reported that, "the threaded impactor would not release the stem and the handle was loosening."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.